Manufacturer narrative:
(B)(4). This customer disagreed with some of the 12-lead interpretations from the mrx defibrillator. They are sending sample 12-lead ecgs for eval. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer disagreed with some of the 12-lead interpretations from the mrx defibrillator. They are sending sample 12-lead ecgs for evaluation.